Manufacturer narrative:
Reliability analysis inspected one sealed enlite sensor and performed insertion test. Using a lab sen-serter onto a rubber skin, the sensor passed per specification. No broken or missing parts were observed during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that both of their sensors are missing an electrode. Customer advised they get a no signal sensor anomaly. Customer was advised that one of the sensors would be replaced and agreed to return the product for analysis.